Event description:
Followup # 1: (B)(6) spoke with pdrn (B)(6) on (B)(6) 2026 at 3:26 pm cdt at (B)(6). To obtain additional information on whether the patient treatment was completed, if adverse effects were experienced, and if medical intervention was required. The pdrn confirms that the patient was able to complete treatment on the reported day on (B)(6) 2026 (B)(6) & (B)(6), (B)(6) 2026 (B)(6). The pdrn confirmed that the new cycler was received and old cycler picked up. Pdrn mentioned the patient continued having drain complication issue as reported on (B)(6) 2026 (B)(6) and confirmed the patient decided to switch modalities due to having a catheter malfunction. Pdrn confirmed the issue was not related to the pd treatment or any fmc product; denied the patient having any infection or symptom. Pdrn confirmed the patient was not hospitalized. The pdrn confirmed the switch in modality was per patient¿s decision. The pdrn could not provide specific dates due to not remembering. No further information was provided. There was switch in modality reported due to catheter malfunction and patient¿s decision. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).